Manufacturer narrative:
Here has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart endo motor slows during use, not turning consistently and very noisy. No injury occurred.

Manufacturer narrative:
Attempts have been made to the manufacturer/repair center for evaluation results. As of 3-13-2025 we have not received any results, therefore, we will close complaint and reopen if and when results are received. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.